Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device clips were not forming properly and securing the tissue. Another device was used to complete the case. There was no adverse consequence to the patient. The device has been discarded.

Event description:
It was reported that the device was explanted after an implant duration of approximately 164.9 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.